Event description:
On (B)(6) 2019, grifols customer center for organ recovery in (B)(6), USA reported a donor sample had nonreactive results in the ultrio assay and nonreactive results in the ultrio hcv discriminatory probe assay, and hcv reactive results on an unspecified elisa assay (method not provided). The donor sample was tested in the ultrio assay (master lot (ml) 700749) with a s/co of 0.00 (nonreactive), dhcv with a s/co of 0.02 and repeated in ultrio with a s/co of 0.07. Prior to the ultrio testing the customer ran the sample with an elisa test for hcv in duplicate and both were reactive. All samples were tested individually. The customer provided follow up information that the patient is known to be hcv positive and is currently undergoing treatment for it. The customer did not state if the donation was discarded. The ultrio run reports did not include any documented issues and the controls, calibrators and the specific patient ic results were valid. There were no related documented issues in the manufacturing record and the ml passed all qc release specifications. There were no related nonconformances with the ml or any of the components in the ml. An investigation is in-progress. Any additional information received will be provided in a follow-up report. Follow up information (final): there was no further information or samples received from the customer. The most likely root cause is a low hcv titer sample, although this could not be independently verified through test results from the customer or further testing at grifols. The customer indicated that the donor is known to be hcv positive as well as is under treatment for hcv, which is expected to reduce the viral load to levels below the limit of detection of the ultrio assay. As per the ultrio package insert (502187en, rev. 005) below 10iu/ml the reactivity can drop below 100% (95% confidence limits of 97% to 100%). No further information is expected, this is considered the final report.

Event description:
On (B)(6) 2019, (B)(6) reported a donor sample had (B)(6) results in the ultrio assay and (B)(6) results in the ultrio hcv discriminatory probe assay, and (B)(6) results on an unspecified elisa assay (method not provided). The donor sample was tested in the ultrio assay (master lot (ml) 700749) with a (B)(6) and repeated in ultrio with a (B)(6). Prior to the ultrio testing the customer ran the sample with an elisa test for (B)(6) in duplicate and both were (B)(6). All samples were tested individually. The customer provided follow up information that the patient is known to be (B)(6) and is currently undergoing treatment for it. The customer did not state if the donation was discarded. The ultrio run reports did not include any documented issues and the controls, calibrators and the specific patient ic results were valid. There were no related documented issues in the manufacturing record and the ml passed all qc release specifications. There were no related nonconformances with the ml or any of the components in the ml. An investigation is in-progress. Any additional information received will be provided in a follow-up report.